Event description:
Reported issue: the catheters stopped draining. The device was removed and replaced. There was no injury.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore, a device history review (DHR) could not be conducted. Urine not draining properly could be happened because of leak catheter balloon, balloon asymmetry or blockage inside the catheter lumen and there are many possible factors that can contribute to the possible reasons of non drainage. However, without returned sample, photos and lot number of the actual device further evaluation could not be conducted. Reviewing on manufacturing site, all foley catheters were subjected to 100% inspection including balloon test, leak test, and blockage. Any defective catheters found will be called out during this section of the manufacturing process. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Reported issue: the catheters stopped draining. The device was removed and replaced. There was no injury.